Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms on the second inflation. (The number of atms on the initial inflation is unknown). The lesion being treated was a calcified, 95% stenotic lesion in the lad coronary artery. No patient injuries or complications were reported.